Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2001: the patient underwent surgery for repair of an umbilical hernia. A bard/davol perfix plug, reference number (B)(4), lot number 43dld091 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to repair recurrent hernia after the perfix plug allegedly failed and to remove the perfix plug. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2001: the patient underwent surgery for repair of an umbilical hernia. A bard/davol perfix plug, reference number (B)(4) , lot number 43dld091 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to repair recurrent hernia after the perfix plug allegedly failed and to remove the perfix plug. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: on (B)(6) 2001 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿hernia sac was reduced from the fascial defect. The fascial defect was closed with a perfix plug (device #1), sutured to the edges of the fascia. Onlay mesh was applied over the plug.¿ on (B)(6) 2014 - patient was diagnosed with chronic right upper quadrant pain and incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #2) and explant of perfix plug (device #1). Per operative notes, ¿omental adhesions to previous mesh as well as the fascial defect were visualized and these were taken down. The perfix plug found poorly integrated was transected. The defect was identified, a ventralight st mesh (device #2) anchored to the anterior abdominal wall, sutured transfascially and tacked circumferentially using absorbable tacker.¿ attorney alleged that the patient had pain, adhesions, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the available information, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 13 years post implant of perfix plug, patient was diagnosed with adhesions, abdominal pain and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields. Corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.